Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo set was crushed and melted at the injection port. The event was noted when the nurse was priming the line. The set was not used. There was no patient involvement, no additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and it was identified that the injection site was crushed. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.